Event description:
Boston scientific received information that this device displayed a series of right atrial out-of-range daily pacing impedance measurements; however, interspersed were normal values. Subsequently, abnormally low, daily pacing impedance values were also exhibited. During the observation of impedance anomalies, the patient had been enrolled in a (B)(4) study. While enrolled, there were no adverse patient effects reported and no communication on resolution nor intervention was received. The patient successfully completed the study in the absence of additional clinical observations. It was later learned the patient had been hospitalized (approximately 1.5 years post completion of the clinical study) due to gastroenteritis, complicated by acute renal failure and passed away from heart failure deterioration. The device was not explanted post mortem and the manufacture of the ra lead, remained unknown. No allegations the boston scientific device was a causative factor in the patients death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.